Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the subject device has been discarded by the health-care provider, therefore, the device cannot be assessed for any deficiency. The most common reason for perivalvular leak is inadequate debridement of a calcified annulus and is not a result of device malfunction. In this case, per the operative report, "further debridement was made in order to remove a shelf of thickened tissues along the noncoronary annulus. The right coronary annulus was also further debrided." The health-care provider also noted that the explant at implant was not related to any device malfunction or quality deficiency. No further actions are possible with the available information.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted at implant, due to perivalvular leak. The health-care provider also noted that the explant at implant was not related to any device malfunction or quality deficiency. Per the operative report, the native aortic valve was exposed and the leaflets were resected and the annulus was debrided of calcium. A 25mm edwards (subject) valve was seated. The valve was well seated and the sutures were sequentially secured. The valve was inspected and appeared to be well seated and all the pledgets were tight. The patient was then weaned from cardiopulmonary bypass (cpb) and the valve was inspected using tee. There was no perivalvular leak on long axis; however, in a single short axis oriented view, there was an area of concern, which was suspicious for perivalvular leak. The patient was placed back on full cpb. Several reinforcing sutures were placed along the left and non-sides of the annulus. At this point, there was no areas of concern and the aortotomy was re-closed. This area of concern remained, although perhaps somewhat lessened. The decision was then made to re-arrest the heart and replace the valve. The subject valve was then removed and all the pledgets were accounted for and removed. The annulus was again irrigated several times to remove any loose debris. Further debridement was made in order to remove a shelf of thickened tissues along the noncoronary annulus. The right coronary annulus was also further debrided. A new 25mm edwards valve was seated and the sutures were sequentially secured. The new valve was inspected and it was in good position. The patient was then slowly weaned from cpb. The valve was assessed by tee and there was no significant paravalvular leak and there was a minimal gradient across the valve. The patient tolerated the procedure well and was taken intubated in stable condition in the csicu for recovery.